Event description:
It was reported that the patient experienced sharp pain about three inches above the battery site with stimulation on. Impedance check revelated invalid impedances. Reprogramming was unable to resolve the issue. X-ray results showed lead fracture about three inches above the ipg. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, adequate therapy was confirmed post op.